Event description:
The patient experienced a surging sensation from her device which woke her up. She also experienced device-related pain and underwent surgery to move the ipg to a deeper pocket. No surgical complications were reported. The device was since turned off because the patient is pregnant.